Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. During attempts to inflate the balloon catheter, the balloon ruptured at 7 atmospheres of pressure. The sds was withdrawn from the pt without complication and another balloon catheter was subsequently utlized to fully expand and deploy the stent. There were no complications reported relative to this event.